Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from a post market clinical follow up activity sponsored by smith and nephew. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the patient suffered from inflammatory reaction around the implant section after having a fracture fixation surgery of the left tibia using the trigen tibial meta-nail system. The patient underwent an unplanned hardware removal. On (B)(6) 2017, two medial to lateral interlocking screws were removed, followed by the 2.7 mm screw across the plafond. Im nail was removed on (B)(6) 2019. The patient achieved union at 35 weeks after the primary surgery. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
H10. Additional information in b5, d4, d10 and h4. H11. Corrected information in d6b and h6 (health effect - impact code).

Event description:
It was reported that the patient suffered from inflammatory reaction around the implants section after having a fracture fixation surgery of the left tibia using the trigen tibial meta-nail system, and a left femur fixation using the trigen femoral meta-nail system. The patient underwent an unplanned hardware removal on (B)(6) 2023. The patient achieved union at 35 weeks after the primary surgery. Primary fixation surgery was performed on (B)(6) 2016 after a serious motor vehicle accident.

Event description:
It was reported that the patient suffered from inflammatory reaction around the implants section after having a fracture fixation surgery of the left tibia using the trigen tibial meta-nail system, and a left femur fixation using the trigen femoral meta-nail system. The patient underwent an unplanned hardware removal on (B)(6) 2017. During this unplanned surgery, on the trigen femoral retrograde meta-nail system the distal femur interlocking screws were removed. As per the trigen tibial meta-nail system, the two medial to lateral interlocking screws were removed followed by the 2.7 mm screw across the plafond. Primary fixation surgery was performed on (B)(6) 2016 after a serious motor vehicle accident.

Manufacturer narrative:
H11. Corrected information in b5, d1, d2, d4, d6a, and d10.

Event description:
It was reported that, after a primary fixation surgery was performed on (B)(6) 2016 due to a serious motor vehicle accident, where a trigen tibial meta-nail system, and a left femur fixation using the trigen femoral meta-nail system were used. On (B)(6) 2017 medical records noted that the patient reported pain are over the lateral distal femur interlocking screw, and along the medial distal tibia interlocking screws. The patient reported increased redness and pain of the lower leg. The patient was diagnosis with cellulitis of left lower extremity and given antibiotics. It was also noted that the patient had abnormal c-reactive protein, esr, and cbc results, the labs were not provided for review. The patient had a unplanned hardware removal on (B)(6) 2017 to remove the distal femur interlocking screws and two medial to lateral interlocking screws due to inflammatory reaction with the internal fixation implants.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the information provided the clinical root cause for the reported ongoing ¿inflammatory reaction¿ could not be linked to the smith and nephew devices used. The reported event is likely procedure related infections or hematogenously spread based on the findings from the medical records (the reported multiple surgeries, the reports of problems with a draining sinus for years following his initial surgery, cultures showing staph aureus, and the reported chronic osteomyelitis). There is no evidence to support that the smith and nephew device contributed to the reported events. For the unkn trigen antegr tib/retrogr fem nail impl, the device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. For the meta retro fem nail 11.5 x 40, the meta-nail tibial 10mm x 37cm and the screws, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batches, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the instructions for use documents for intramedullary nail system revealed that irritational injury of soft tissues and tissue reactions which include macrophage and foreign body reactions adjacent to implants have been identified as possible adverse effects. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b3, b5, h6 (health effect - clinical code)